Manufacturer narrative:
(B)(4). Batch #: unknown. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: could you please provide more details to "went off track"? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Answer = the surgeon was doing a sleeve gastrectomy on a patient with a 37 bmi. On his first firing he fired the plee60a with a black (gst60t) reload and he¿s pretty sure with seamguard buttressing. He does not pulse fire anymore. Clamped on the tissue and then waited the 15 seconds prior to firing. He fired the stapler and noticed immediately a different sound coming from the stapler(higher pitched sound). The stapler completed the firing and layed down 6 rows of staples with the knife blade cutting the tissue in the middle. The stapler completed the firing, but the knife blade did not come back. The gun was jammed and the knife blade did not return. The surgeon could not get the knife blade to return with the ¿reverse¿ button. He attempted to engage the reverse button several times. The stapler jaws were still closed on the tissue. The surgeon proceeded to open the manual release option. After messing with the manual over ride for some time the stapler finally allowed them to open the jaws with the open/close button. Although there was a staple line he did not feel good about the staples and oversewed them. The staples were in a ¿b¿ shape. The serosa was cracked, but that is not uncommon in very thick tissue. They opened a new stapler and completed the case. The patient is doing fine.

Event description:
It was reported that during a lap gastric sleeve, first firing with the device three quarters of the way the surgeon heard a different noise come from the stapler and it "kind of went off track". They were unable to reverse the blade. It was stuck on the tissue. They proceeded to use the manual override. They called the sales rep at that time. They struggled to get the stapler open while using the manual override. They were able to get the blade back far enough so the stapler would open. Case completed with another device. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2022. H6: component code = g04. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60t reload present. The reload was received fully fired, and with four b-formed staples at the proximal end of the deck the manual override door was out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. The device opened and closed without any difficulties noted and once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The damage to the spring firing trigger is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati pi lab, primary analysis was performed in independencia. Secondary analysis in cincinnati, confirmed that the firing trigger spring was dislodged. The spring appeared undamaged and functioned normally when reinstalled on the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.